Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial and ventricular oversensing was noted on stored electrogram classified as high rate non-sustained episodes. The ra lead and right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.